Event description:
Healthcare professional reported a left side capsular contracture, baker grade IV; during explant surgery the device was found to be ruptured. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, red particles on the surface of the shell, opening. A microscopic analysis was performed which identify a striated edge opening. Based on the device analysis the final assessment is: a striated edge opening on radius side assessed as surgical damage. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Healthcare professional reported a left side capsular contracture, baker grade IV; during explant surgery the device was found to be ruptured. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported a left side capsular contracture, baker grade IV; during explant surgery the device was found to be ruptured. Device has been explanted and replaced.